Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and five similar complaints were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure reported by the customer was observed; however, the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and five similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operation team.